Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the images on the system were loading with inverted colors/pixels. The settings were corrected, and the issue resolved. This occurred pre-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.